Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 2 months 15 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient was admitted to the hospital with complaints of weakness and fatigue, hemoglobin and hematocrit were 6.0 20.2 on admission. The patient was transfused 2 units of packed red blood cells and was given an IV of protonix. Aspirin was placed on hold and hemoglobin and hematocrit improved but then dropped again, and the patient was transfused 2 additional units of packed red blood cells. Patient then received an egd and colonoscopy. The egd revealed mild gastric antral vascular ectasia which was treated with argon plasma coagulation as well as a single duodenal channel polyp that was treated. The colonoscopy revealed four colon polyps with one that was actively bleeding. The polyps were resected and retrieved, and four hemoclips were placed. Patient continued to have melana. Patient was transfused another unit of packed red blood cells and hemoglobin and hematocrit improved to 8.1 and 25.2. The doctor didn't believe that any further interventions or testing was necessary at the time. Patient was discharged on (B)(6) 2019 with order to stop aspirin. No additional information was reported.